Event description:
Customer reported that the insulin pump alarmed. Customer delivered a bolus to cover a meal. The blood glucose reading is 104 mg/dl. Customer mentioned that he was hospitalized two weeks ago. Customer was diagnosed with diabetes ketoacidosis and pneumonia. The blood glucose at the time of the event was 470 mg/dl. Customer was vomiting and felt extremely dehydrated. Customer tried to treat the high with the insulin pump and manual injections. Customer was admitted to ICU. Hospital treated with IV insulin. The blood glucose increased to 761 mg/dl, then dropped to 500 mg/dl. Customer was hospitalized for three days. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.